Event description:
A malfunction code malf 12 was reported, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to contact support if the malfunction reoccurred.